Event description:
The customer reported a display outage during ivtm therapy with the thermogard xp ivtm system (sn (B)(6). Another thermogard system was used to continue therapy. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint about display outage was not confirmed during the functional testing of the thermogard xp ivtm system (sn (B)(6). The event log review indicated mid:14 (bg power supply) and mid:16 (software), which are likely related to the reported complaint. The likely root cause of the reported issue appears to be a brief power interruption, a disconnected cable, or an improper cable connection. No device malfunctions were observed during testing, and the thermogard system functioned as intended. The thermogard system passed the functional testing without issues. The customer-reported complaint was not reproduced during functional testing, and the system worked as intended. Following service, the thermogard xp ivtm system passed the final functional tests without any issues.